Event description:
It was reported that on 2011 (B)(6), it was attempted to do a full implant. Prior to closing the pocket several impedance checks were conducted. All bipolar configurations came back over 4,000 ohms and no motor response was observed except on unipolar settings. The lead was removed and double checked with a test cable and motor was observed on all electrodes. The healthcare provider (hcp) reinserted a lead a couple times with the same results. It was suggested to use a different implantable neurostimulator (ins). The hcp used another ins and all impedance checks came back within a normal range. The patient felt appropriately post-operatively at low energy with no complications.

Manufacturer narrative:
Lead: model 3889, lot # unk, implanted: unk, explanted: unk.

Event description:
Additional information received indicated that impedance readings had been inconsistent with multiple setting changes.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly. There was good stable output on the electrode pairs the ins had when received and on all electrodes referenced to the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.